Event description:
It was reported that the atrial lead was attempted but not used during the implant procedure. The physician was unable to position the lead for placement. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.